Event description:
It was reported that an implanted neurostimulation system was explanted after a device site infection was identified at the midline incision where the leads were inserted. The physician explanted the entire implanted neurostimulation system due to the incision infection. Antibiotic treatment was required to clear the infection, and re-implantation was planned to be delayed for approximately six weeks. The patient was reported to be alive with no injury, and the issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: Product Id: 977A260, Serial/Lot #: (b)(6), UBD: 15-APR-2030, UDI#: (b)(4). Product Id: 9 77A260, Serial/Lot #: (b)(6), UBD: 15-APR-2030, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.